Event description:
Andrew woodbury reported experiencing four different malfunction alarms with a code of 12-0x2076, after which the pump was reset each time, but the alarm would recur almost immediately. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.